Event description:
A patient experiencing inaccurate high results with a profile meter. The patient's blood glucose results were 193 mg/dl vs lab result of 159mg/dl. Tests were done within 5 minutes with a difference of 36%. Patient did not experience any adverse events.